Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock was failed. A field service engineer (fse) verified that the lock was intact and adjusted the remote manager to ensure a firm connection with the hasp. The customer recovered the fridge and performed multiple inventory counts, all of which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge failed occasionally for months but since 1/1, an entire page of a bd report showed multiple instances where the fridge door failed, requiring staff to use a key to unlock it in order to open and recover storage space. This happened several times during surgeries when providers needed items for procedures, and staff had to manually unlock the fridge for them. It was noted that the internal lock sounded as though it clicked open, but the door would not actually release. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.